Manufacturer narrative:
Investigation results: the device was not returned for investigation. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. In the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product columbus rev f hc glid.surf.t3/3+ 16mm. Specifically, it was reported that an aesculap columbus revision knee was revised due to instability 1 year and 4 months postoperatively. The original surgery date was (B)(6) 2019. The surgeon removed the old insert and implanted a new insert of a larger thickness; the replacement was also a columbus component. No components were noted as loose. A revision surgery was necessary. Additional information is not available. The adverse event is filed under aag reference (B)(4).